Manufacturer narrative:
The device has yet to be returned to the manufacturer for eval. At this time, we are unable to confirm any malfunction. A f/u report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received info alleging a pt passed away. No info is available as to the cause of death or if the device was in use at the time of death. There is no allegation of device malfunction.

Manufacturer narrative:
The manufacturer previously filed a report stating a patient passed away. No information as to the cause of death or if the device was in use at the time of death was provided. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. This issue is currently under investigation by the local authorities and no further information has been provided. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Device not returned to the manufacturer.